Event description:
The reporter contacted animas on (B)(6) 2012 alleging that the cartridge was filled with 163 units; it was not indicated when the cartridge was filled with this insulin. The patient's blood glucose level reportedly went up to 355mg/dl and then 387mg/dl on (B)(6). The patient decided to prime the tubing to ensure that insulin was coming through. The reporter indicated that no insulin was coming through so they took the cartridge out and there was no insulin in it. The alarm history shows a low cartridge warning on (B)(6). There was no evidence of insulin in the cartridge compartment and the reporter denies leaks at the site or the tubing. This does not meet animas criteria for an adverse event. This report is being made based on the allegation that the cartridge became empty prior to when it should have.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 07/1/2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box and pump alarm history indicated a "low cartridge" warning on (B)(6) 2013 at 5:33am with 20 units of insulin remaining and a "replace cartridge" warning on (B)(6) 2013 at 7:09pm with 0.0 units of insulin remaining. The prime history revealed that the pump was primed on (B)(6) 2013 at 1:29pm and the next prime performed was on (B)(6) 2013 at 9:16pm. The pump history did not show 162 units in the cartridge compartment on (B)(6) 2012. A normal 10 unit bolus and a 10 unit audio bolus was successfully performed and accurately recorded in the pump history. A 10 unit bolus was successfully performed using a test meter and accurately recorded in the pump history. There were no hypertensive keys observed during testing. The reported complaint was unable to be duplicated during investigation. Unrelated to the complaint, the black box history indicated that the pump time and date reset to the factory settings on (B)(6) 2013 the date was reset to (B)(6) 2012. The black box was not available to determine if the user made a manual time and date change resulting in the year to be 2013. Evaluation revealed that the pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Also, unrelated to the complaint, evaluation revealed a faded and discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.